Manufacturer narrative:
Gbo complaint no: (B)(4). Received 1 bag of 450230/817093uv and 1 inner box 450040/17 a24b, neither of which are part of the complaint. Received 1 bag of 450230/g1708347 for evaluation. No samples of 450040/160038 were received. We have no further inventory of the 450230/g1708347. We forwarded the complaint to our affiliated headquarters for their investigation and comments. According to their investigation and comments, a review of production and testing documentation did not indicate any deviations throughout the manufacturing process. No abnormalities were detected during in-process control. The reported event cannot be attributed to a product malfunction. We have no further inventory of the 450040/16o03b. We forwarded the complaint to our supplier for their investigation and comments. A review of manufacturing and inspection records shows no abnormalities related to the reported event. Retain samples were examined visually and no appearance defect such as damage or molding defect could be observed on the hubs. Screwing torque was measured using greiner standard holders. The maximum on retain samples was 0.66kgf/cm. All samples were screwed into holder without any problems. Ten greiner blood collection tubes were inserted onto each tested sample and no spinout could be observed.

Event description:
Customer states that during phlebotomy the needle disconnected from the holder, resulting in having to re-stick the patient to collect remaining tubes. The needle and holder were discarded. There was no harm or exposure to patient or phlebotomist.